Event description:
HEALTHCARE PROFESSIONAL REPORTED ¿RUPTURE DIAGNOSED VIA MRI¿. THIS RECORD IS FOR LEFT SIDE. DEVICE REMAINS IMPLANTED.

Manufacturer narrative:
A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCES NOTED. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: RUPTURE.

Manufacturer narrative:
ADDITIONAL, CHANGED, AND/OR CORRECTED DATA: B5, D6B, H.6.

Event description:
HEALTHCARE PROFESSIONAL REPORTED ¿RUPTURE DIAGNOSED VIA MRI¿. LATER PHYSICIAN REPORTED "SMALL RADIAL FOLD". THIS RECORD IS FOR LEFT SIDE. DEVICE WAS EXPLANTED.

Event description:
Healthcare professional reported ¿rupture diagnosed via MRI¿. Later physician reported "Small radial fold". Healthcare professional reported ¿replaced to match the contralateral implant¿. This record is for left side. Device was explanted.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: D6b, H6.